Event description:
(B)(4). Initial report. This non-serious spontaneous report was received from a physician via our affiliate in (B)(4). (B)(4). This report involves a (B)(6) female patient who received her first treatment of sculptra (poly-l-lactic acid) two vials (lot #1a6012) on (B)(6) 2007. On (B)(6) 2007, a second treatment of sculptra two vials (lot #1a7016) was administered. On (B)(6) 2007, a third treatment was administered also with two vials (lot #1a7016). Each vial was reconstituted with 5 ml of sterile water and 2 ml of 2% lidocaine with at least 48 hours rehydration time prior to treatment. On (B)(6) 2007, the patient was seen at the clinic after reporting the presence of a few lumps. On examination there was a small nodule in the right temple, two small nodules on the right cheek with a bigger area of indurated skin, both nasolabial areas were very hard and indurated. Both marionette areas were very hard and nodular. The whole face looked swollen and puffy, especially the marionette areas. The right jowl was very swollen causing very obvious deformity to the jaw line. The face was massaged and the marionette area was treated with sterile water injections and subcision. The patient also reported episodes of swelling of part or of the whole face on an intermittent basis. Some nodules were tender. On (B)(6) 2007, the patient was reviewed again and the swelling in the chin area, which was very bothersome, was treated with one vial of 1500 iu of hyaluronidase mixed with saline. The whole face was massaged again. On (B)(6) 2007, the marionette nodules were treated again with sterile water injections and subcision followed by massaged. The patient mentioned that she had been suffering from a tennis elbow problem for the last seven weeks, which caused her some problems with massaging her face at home after third treatment. On (B)(6) 2007, another session of massage was performed. The whole face felt softer and seemed less swollen. The marionette nodules felt much softer and smaller. (B)(6) 2007, the swelling of the whole face was better, but on massaging the face there were multiple small, but soft, nodules palpable all over the face, all the previous nodules felt much softer without indurated areas. The marionette areas were treated with injections of sterile water and subcision followed by massaging. On (B)(6) 2007, the patient was reviewed for massaging. She reported no further episodes of intermittent swelling of her face. Everything seemed to have settled a little bit more. The marionette nodules had dramatically reduced in size, but the right side was still visibly lumpy. (B)(6) 2007, there was further improvement with more tightening of the jaw line. All nodules were softer to touch. On (B)(6) 2007, further improvement was noticed, but no further change in the marionette area. The case was discussed with another doctor. His comments were: "this does not seem to be a problem related to injection technique. It seems to be a global immune-response to the product. There is a global overall oedema in the face and the fact that the nodules are variable in size from day to day means that they are still very active and are holding fluid inside them. This seems like an exaggerated t-cell immune response possibly due to a rebound reaction to the immune system. This can sometimes happen in patients who suffer from medical conditions with immune system related problems, especially if the illness has been suppressed by medications, which then suddenly has been withdrawn." (B)(6) 2007, the patient was reviewed again. The face looked and felt better. The marionette area was treated again with subcision and sterile water injections. Doxycycline 100 mg daily was started. On (B)(6) 2007, the patient reported an episode of worsening and was seen again. She had had a viral infection about one week ago with gi (gastro-intestinal) symptoms. She then had a day with swelling of the entire face in a matter of a few hours, which lasted for about two days. On examination the swelling had already subsided completely, but the marionette area was very lumpy and swollen again. The nasolabials and an area in the left cheek felt very hard and lumpy. The whole face was massaged again. On (B)(6) 2007, all nodules felt softer again. Areas in the nasolabials and the left cheek were almost back to normal. Still some small soft nodules could be felt in both lateral cheeks. There was no change in the marionette area. This patient is still under review and her problem remains unresolved.

Manufacturer narrative:
Additional lot #1a7016. Addendum for follow-up received on 01/24/2008: follow-up information from the physician indicates that the patient received 2 or 3 short courses of prednisolone. Medical history includes mild asthma. This was the patient's first course of sculptra treatment. The patient had not experienced any similar events after treatment with other products. No histology or laboratory tests were performed. The physician believed the event was definitely related to therapy with sculptra. No further information is expected. Addendum 04/07/2008: this new follow-up information was received on 01/22/2008, out of sequential date order: (B)(4): brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of DHR (device history records) and of the analytical results of the involved batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Addendum 01/08/2009: correction. Dosage for concomitant medication prednisolone was corrected from 300 mg to 30 mg.